Event description:
It was reported that a dissection occurred. The patient presented for percutaneous transluminal coronary angioplasty to the left anterior descending artery (lad). Following pre-dilation with 2.0 and 3.0 non compliant balloons, a 3.50 x 24 promus premier select stent was deployed. The patient experienced chest pain and the physician suspected a dissection in the mid lad. Another stent was implanted to seal the dissection. The patient fully recovered.